Event description:
Never had kidney issues before using unit. About a year after use I developed kidney issues, worsening allergies and morning headaches, feeling worse than when I went to sleep. Doctors told me to keep using despite issues. When I heard about recall I broke down my machine best I could and did find some black specks in some crevices. I do monitor my filters and clean regularly. I have had many doctors visits and tests for kidney and abdomen issues because of persistent pain. The doctors have been unable to diagnose a specific issue for several years so I live with the pain. I think it's because I'm (B)(6) and don't expect me to have issues generally affecting older patients. FDA safety report ID# (B)(4).